Event description:
The customer called to report a motor error alarm and insulin squirting out during the manual prime. Troubleshooting was performed. Found that the drive support cap was protruding from the case. The customer stated that the insulin pump was not exposed to high magnetic fields. Unable to rewind the insulin pump at the time of the call. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime test. Motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Drive support disk was inspected and no anomaly was noted. No prime or error alarm noted in alarm history.